Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old male patient with known coronary artery disease and cardiomyopathy for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. Upon arrival to the cardiovascular intensive care unit, frank red blood was noted in the foley catheter. Device position was assessed and confirmed to be appropriately positioned at approximately 3.6 cm, free of the mitral valve apparatus. Central venous pressure was reported as 9 mmhg. In response to the clinical findings, intravenous fluid was administered and the impella performance level was reduced to p-7. It is unknown whether these interventions resulted in resolution of the reported findings. The purge solution was reported as dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. The patient remained on impella cp support at the time of reporting.

Manufacturer narrative:
B5. Additional event description added. D9. Is device returned to manufacturer? And date device returned to manufacturer?

Event description:
Additional information was received that reports "it was assumed hemolysis and after we turned it down the urine washed out. Catheter and logs have been sent back."